Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During procedure, the right atrial lead exhibited low impedance and no sensing. The right atrial lead was connected to the pacing system analyzer (psa) and had the same results. The lead was not used and was replaced. The patient was stable post procedure.